Event description:
This 11 year old female pt was undergoing a craniotomy following a right frontal hemorrhage. During the drilling of a bur hole, the plastic coating on the head pin snapped in half. There was no injury to the pt.